Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) battery is not working, it will not charge. There was no patient involvement.

Manufacturer narrative:
Updated fields:b4; d9; d8; g3; g2; h2; h3; h6 (type of investigation, investigation findings, investigation conclusion) a getinge field service engineer (fse) evaluated the unit but could not duplicate the reported failure. Both batteries charged normally. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
N/a